Manufacturer narrative:
Product ID neu_ptm_prog, serial# unknown; product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the pump was erratic giving boluses and something was ¿wrong¿. Per the hcp the symptoms started the last week or two and the pump had been a little more erratic. The patient was having intermittent extreme drowsiness to the point where the patient has to fall asleep, increased chills and fevers. Per the reporter its more the boluses that the patient was complaining of receiving. The patient has a flex programming and was having problems with the boluses. The hcp was not sure how many boluses the patient gets per day. The hcp requested the pump off password. The pump was used to deliver morphine. Additional information has been requested, but had not been received as of the date of this report.